Manufacturer narrative:
Date of event is an unknown date in 2019. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformance were identified. The device was received and evaluated at the service center. The customer reported an article defect; defects were found with the device during evaluation, therefore we can confirm this complaint as a defect was found with the complaint device. It was found that the motor was corroded and was not running smoothly. It was also noisy during operation. A short circuit was found in the motor cable. The resistance value of the keypad of the handcontrol set was out of specification and the keypad assembly was not working properly. The motor, motor cable, and the handcontrol set were replaced to correct the identified failures. The device was cleaned, repaired, and tested for functionality. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, resulting in noisy operation. However, given the information provided, we cannot discern a definitive root cause for the defective keypad. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)) and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the device was not functioning. Upon manufacturer receipt and investigation, it was determined that the motor was corroded and was not running smoothly. This report is for a micro tornado hp w handcontrol. This is report 1 of 1 for (B)(4).